Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the gastrointestinal videoscope had a communication error. It is unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: image noise a definitive root cause could not be identified. Based on the results of the investigation, the likely cause of the unknown communication error and image noise was traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.